Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record was performed which confirmed no inconsistencies. Due to the device not being returned, a root cause cannot be determined. (B)(4).

Event description:
During a hip arthroscopy procedure, it was reported that while abrading the cam lesion the doctor noticed metal shavings in the hip. He suctioned them out with the shaver. A back-up device was available. No delay, patient injury or complications were reported.